Manufacturer narrative:
The country of origin is (B)(6). The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 381235) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results on multiple patients with coaguchek xs meter serial number (B)(4). For patient 1, the results from the meter were 3.1 inr, 3.9 inr, and 5.7 inr. The time between measurements is unknown. For patient 2, the results from the meter were between 2.0 - 3.0 inr and then 4.0 inr. The time between measurements is unknown.